Event description:
It was reported that the device exhibited episodes of inappropriate auto-mode switching due to noise on the atrial lead. The device was reprogrammed and remains implanted.

Manufacturer narrative:
.